Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 17-jun-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. Shortly after undergoing the essure procedure, hsg test was performed and she was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal bloating, and abdominal pain. She stated that she never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2015, ultrasound was done and showed that one of her essure coils had migrated out of her fallopian tube. On (B)(6) 2015, hsg was done and confirmed that one of her essure coils had migrated out of her fallopian tube. On (B)(6) 2016, hysterectomy was done and essure coils were removed. Quality-safety evaluation of ptc ((B)(4)) received on 27-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and an ultrasound performed 5 months later showed that one of her essure coils had migrated out of her fallopian tube. She underwent a hysterectomy and essure coils were removed. This event is listed in the reference safety information for essure. During essure use, the devices may dislocate into fallopian tubes towards abdominal cavity. Although in this case, the exact date and circumstances of this dislocation were not informed, given the event's nature, causal relationship with essure use cannot be excluded. Since an intervention was required to remove the devices, this case is regarded as incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.